Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported tha this right atrial (ra) lead showed helix issues during implant as it was noticed to be retracted during the final fluoro scan, afer being positioned and connected to the pacemaker. The physician opened the pocket and repositioned the lead. At the final fluoro for this second procedure, the helix appeared to be out. Measurements the next day were appropriate. It was mentioned that the lead was over turned more than it is recommended for helix extension. The ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported tha this right atrial (ra) lead showed helix issues during implant as it was noticed to be retracted during the final fluoro scan, afer being positioned and connected to the pacemaker. The physician opened the pocket and repositioned the lead. At the final fluoro for this second procedure, the helix appeared to be out. Measurements the nex day were appropriate. It was mentioned that the lead was overturned more than it is recommended for helix extension. The ra lead has been returned without additional allegations, after several years of being implanted. The whole system was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.